Manufacturer narrative:
Product has been requested for evaluation. A review of the device history logs is in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
It was reported from a practitioner that during a thermage treatment a spark occurred out of the treatment tip on the 387th shot. There was no patient injury. Treatment tip was replaced and finished without incident.

Manufacturer narrative:
A review of the device history record found no non-conformities or anomalies related to this complaint. The treatment tip was returned and evaluated. The tip passed flow test and thermistor test. It failed the leak and visual tests due to observation of dielectric breakdown. Service confirmed damage on the tip membrane along the radio frequency trace. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane and sparking.